Event description:
It was reported that the pump was not detecting lock. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 7/7/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock sensor. As a result, the downstream occlusion sensor, bezel seal, and latch/lock sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.